Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed threshold suspend but the customer was not experiencing low blood glucose. The customer verified their blood glucose by a finger stick and it was 139 mg/dl. The sensor glucose value was 67 mg/dl and the suspend threshold limit was set to 70 mg/dl. Nothing further was reported.